Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection with sepsis. Reportedly, the patient was in the hospital for approximately two months for sepsis. There were no additional adverse patient effects reported. The lv lead remains in service.